Event description:
It was reported prior to using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, there were 500 tubes with discolored additive. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-jul-2025. Investigation summary: bd received three photos and 500 samples for investigation. Evaluation of the returned photos and samples indicated yellowish edta clumps in the tubes. Due to the size of the deposit, the additive has yellowed slightly upon irradiation. Additionally, 100 retained samples were visually inspected, and edta clumps were found in them as well. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, there were 500 tubes with discolored additive. No adverse impact was reported regarding the patient or user.